Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: no samples or photos were provided by the customer for investigation. Probable root cause: conclusion(s): foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process.

Event description:
It was reported that a needle clog occurred during use with a 20 ml luer lok syringe. The following information was provided by the initial reporter, "during ozone application, the gas does not come out of the needle - clogged needle."